Event description:
Customer reported via phone call that she had blood glucose levels over 500mg/dl and in the 300mg/dl range. The customer also reported receiving no delivery alarms. Customer declined troubleshooting for high blood glucose levels. Customer stated that their insulin pump seems to be working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.